Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that error message check alarm lamps, speaker error - no sound displayed from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that error message check alarm lamps, speaker error no sound displayed from the device.the device was reported to be in use on a patient, but no adverse event to patient or user was reported.